Manufacturer narrative:
As the device involved in the complaint has not been returned, a device analysis could not be performed. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient passed away from an unknown cause. No further information was provided.